Manufacturer narrative:
The affected device was returned and evaluated. Our investigation found no material or manufacturing deviations in the devices.

Event description:
It was reported that a revision surgery was done due to dis-association.